Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstance of the procedure. Factors that may contribute to difficulty advancing the guide wire include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. D4: model, catalog number updated from unk to 1007710. D4: lot number updated from unknown to 3110661. D9: device available for evaluation updated from asku to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat to the pulmonary artery. A .018 non-abbott guide wire was advanced to the target site and the delivery system for the cardiomems device was attempted be advanced over the guide wire through the 6fr sheath; however, wire position was lost and all devices were removed. Therefore, a 7fr sheath and a .018 steelcore guide wire was positioned; however, when attempting to advance the delivery catheter again guide wire position was lost and patient began to cough up blood. The procedure was aborted and the cardiomems device was not implanted. Repeated angiography did not indicate vessel perforation. The remains stable and was admitted over night for monitoring. No additional information was provided.